Manufacturer narrative:
Taper ii: the reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the catalog number provided, the connector type is assumed to be a taper ii. If returned, visual examination may confirm or determine another taper type associated with this event. Further information has been requested of the reporter regarding: device serial number, patient concomitant therapies, and patient comorbidities. Device labeling addresses the reported event of port tubing disconnection/disengagement as follows: precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube. Use only rubber-shod clamps to clamp tubing. Adverse events: deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to have "fracturation silicone tubing at connection." The patient had the lap-band system removed and replaced.

Manufacturer narrative:
Taper ii supplement #1 - medwatch sent to FDA on 07/28/2016. Additional information: device available for evaluation?, if follow-up, what type?, device evaluated by MFR?, evaluation codes. Additional MFR narrative. Device evaluation summary: the device was returned for analysis, and a visual inspection confirmed the connector type as taper ii. Visual inspection noted brown particles on the port, the port septum, and the port base. Yellow discoloration was noted on the tubing near the ss connector. A leak test was performed, and leakage was noted at the taper tubing/ss connector junction. Under microscopic analysis, the opening was observed to be a sharp separation. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. Wear was noted on the taper tubing. A fill inspection test was performed, and no blockage or resistance to flow was noted.

Manufacturer narrative:
Medwatch sent to FDA on 07/28/2016. Upon further review, which included assessment of the returned device, the more applicable device code to capture the reported event is "leak(s)". No change to labeling review.